Event description:
Pt admitted on (B)(6) 2012, in hypertensive crisis (211/111) with complaints of chest pain and shortness of breath. Pt underwent aortic valve replacement and insertion of intra-aortic balloon pump on (B)(6) 2012. It was difficult to wean pt from cardiopulmonary bypass. Upon initial separation from cardiopulmonary bypass almost simultaneously there was noted to be air in the ascending aortic cannula and the loss of air alarm sounded on the intra-aortic balloon console. Balloon catheter was removed and later inspected and found to have a hole in the distal third, thus allowing the egress of helium. Pt placed back on cardiopulmonary bypass and aortic cannula de-aired with a different intra-aortic balloon catheter and console placed. Pt weaned successfully from cardiopulmonary bypass and taken to critical care unit in critical and unstable condition. Mediastinal exploration with control of postoperative bleeding and sternal closure on (B)(6) 2012. Pt expired on (B)(6) 2012 at 1518.